Event description:
The reporter claimed that the animas pump has a date and time issue. Reportedly, the time was off by one hour. During the troubleshooting, the time issue could not be duplicated. After the battery was out of the subject pump for a short time, it held the correct date and time. There was no patient impact associated with this complaint. This complaint is being reported due to the time gain/loss issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn. A timekeeping accuracy test was performed and the pump was keeping time accurately. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.